Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) was unable to power up a monitor.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power on a monitor) was confirmed. Upon investigation the battery pack was unable to power up or charge. The cause for the failure was isolated to a physically damaged connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective battery pack.